Event description:
Per the clinic, the patient developed an infection around the abutment site and was treated with antibiotics (type not reported).

Manufacturer narrative:
This report is submitted on june 06, 2024.